Event description:
Procedure: lap living donor nephrectomy. According to the reporter: the tissue did not cut smoothly. The tip of the tissue pad was also deformed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 10/09/2014.